Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil at 17.5 cm to 17.6 cm and 23.9 cm to 24.2 cm from the pin caused by friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.